Manufacturer narrative:
Additional information received: it was reported that the CT showed that the left limb, (B)(4), only was occluded and was being crushed by the right limb in the 16 mm section of the limbs past the main body bifurcation. Film evaluation summary: the reported left limb occlusion was confirmed. The exact cause could not be determined; however, it appears likely that this was caused by stent graft oversizing. Implanting a 23mm bifurcate into an abdominal aorta ranging from 15 ¿ 18mm (off label usage;19mm minimum aortic diameter), with resulting limb compression within the abdominal aorta, appeared to have led to the occlusion observed within the contralateral/left limb. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1610c124e, serial/lot #: (B)(4), ubd: 12-mar-2020, UDI#: (B)(4); product ID: etlw1610c93e, serial/lot #: (B)(4), ubd: 23-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a pseudoaneurysm. The pseudo aneurysm was located at the aortic bifurcation. It was reported approximately 2 weeks post the index procedure the patient presented emergently with pain. CT identified an occluded left limb of the endograft. Open repair and explant the endograft was completed with a non mdt bifurcated graft implanted. Per the physician the cause of the event was anatomy related and felt that the aorta was too small for the 16mm portion of the limbs resulting in flow issues. No additional clinical sequelae were reported and the patient is fine.